Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the screen on the insulin pump went blank. He changed the battery and it alarmed battery out limit. No error alarms leading to the blank display were found; just a low battery alert on 05/20. The battery had been changed the day prior and again the day of the call. The customer treated with manual injection. The customer also complained about experiencing sensor reading discrepancies. The customer stated he has had some severe low blood glucose events when using the sensor but has been stated since he stopped using them. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.